Event description:
It was reported that the 8100 pump did not alarms and allowed air bubbles passed through ail sensor. There was patient involvement but no harm. Additional information provided. Customer states, "medicine bag, IV line, and dosage is all in the box with the pump and pcu, interop was used. Bd tubing set was used."

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: medical device catalog #, unique device identifier (UDI)#, medical device serial #, medical device model #, concomitant med prod data, device manufacture date. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of the pump module allowing air bubbles to pass through ail sensor and not alarming air-in-line was not confirmed through review of the device logs or replicated during device testing. The external and internal inspection did not find any existing malfunctions. No anomalies were observed with the air detection system. Laboratory testing of the source pump modules air-in-line (ail) detection system confirmed that the device accurately detected both single and accumulated air boluses within specification. The suspect device triggered air-in-line and accumulated air alarms as designed and remained within performance specifications. The facility initially reported that a pump module did not alarm for air-in-line on (B)(6) 2025. However, a review of the event log revealed that the device alarmed for air-in-line a total of 11 times during the last programmed infusion on the date of the event. A review of the suspect pump module's error log did not show any errors related to the reported event. The system was powered on at 2:12 pm on (B)(6) 2025. The air bolus limit was set to 250micro l, and accumulated air was enabled. A basic infusion was programmed at 2:13 pm with a rate of 200ml/hr and a volume to be infused of 9999ml. At 2:28 pm, the device alarmed twice for air-in-line; the infusion was restarted each time by the clinician. The device alarmed nine additional times: once at 2:43 pm, four times at 3:04 pm, twice at 3:05 pm, and once at 3:35 pm. At 3:35 pm, the device alarmed again for air-in-line, and the clinician turned off the channel. The total volume infused at that point was recorded as 257.24ml per product labeling, alaris system user manual (v12.1), states air-in-line detection threshold specifies the amount of air that can pass through the detector in a single bolus before an alarm sounds. In normal use, the threshold can be set at 50, 75, or 250 micro l. The default setting is 75 micro l. (In anesthesia mode only, the threshold value can be set to 500 micro l.) When the accumulated air-in-line option is set to disable, the system sounds an alarm only when it detects an air bolus larger than the bolus size set as the air-in-line detection threshold either 50, 75, or 250 micro l. (In anesthesia mode only, the threshold value can be set to 500 microl.) See section 2.5.3 air-in-line settings. When enable is selected, not only does the air-in-line system detect and respond to a bolus size greater than the selected air-in-line threshold of 50, 75, 250, or 500microl, it also detects and responds to multiple small boluses of a predetermined number, depending on the bolus size selected as the air-in-line detection threshold the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: pump module s/n (B)(6) (suspect) device was disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported pump module did not alarm for air-in-line (ail), allowing air bubbles to pass through the ail sensor could not be confirmed. No anomalies were observed with the pump module that would contribute to the reported event. The returned pump module was found to be detecting air-in-line within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 pump did not alarms and allowed air bubbles passed through ail sensor. There was patient involvement but no harm. Additional information provided. Customer states, "medicine bag, IV line, and dosage is all in the box with the pump and pcu, interop was used. Bd tubing set was used."